Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for spinal pain indications for use. Pt called in and mentioned they got the new communicator and needed assistance in pairing (see 709201971 for communicator replacement). Agent had pt access myptm . Pt got not found and no device. Agent had pt check settings. Pt mentioned airplane mode was on and location was off; reset and restarted the communicator. Pt confirmed needed changes. Pt tried toreconnect and was able to confirm the new communicator serial number and got the retrieving pump screen. Pt got stuck at the connection screen at 90%. Agent assisted in deleting the data on the handset. When pt tried to reconnect they got low battery on the communicator. Agent reviewed information and advised pt to charge the communicator and reattempt connection after.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.